Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The patient contacted lfs alleging that her one touch ultra meter was reading inaccurately control high. The patient reported obtaining a control solution result of 210mg/dl for a specified range of 120 to 162mg/dl. The patient reported that she performed the control solution monthly. The customer service representative confirmed that the calibration code was set correctly, the test strips were in good condition, the correct control solution was being used, and the control solution was within the expiration date. The csr walked the patient through two consecutive control solution tests and both results fell outside the specified range. The patient contacted a medical professional for advice; however, no further treatment was sought. The patient neither alleged harm nor experienced injury or medical intervention. Based on the information supplied by the patient, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. Patient's meter, test strips, and control solution were replaced.